Manufacturer narrative:
Novocure agrees with the prescribing physician that a contribution of optune to the event cannot be excluded. Contributing factors for wound dehiscence in this patient also include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) male patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019. On (B)(6) 2019, patient reported that the craniotomy resection scar re-opened (last craniotomy resection (B)(6) 2019). Optune therapy was temporarily discontinued. On (B)(6) 2019, prescribing physician reported that, on an unspecified date, patient had been hospitalized at an outside medical facility and underwent a surgical repair of a wound dehiscence at the craniotomy resection site. A possible pseudomonas wound infection was not excluded. Prescriber stated that patient had very high compliance with optune and developed some thinning of the skin over his craniotomy scar. Rather than addressing this early, optune was continually used, leading to further scalp irritation and in the setting of being on bevacizumab, the wound finally dehisced. The prescriber stated that it was impossible to know whether this would have happened from bevacizumab alone had the patient not been on optune.

Manufacturer narrative:
On december 23, 2021, novocure discovered that the initial submitted medical device report had a typo in the model number for the optune device in section d4-suspect medical device model number. Corrected model number is tfh9100.